Event description:
(B)(6) single-use specialty clipper was used to remove hair from the head of the patient during a craniotomy. Clipper wouldn't properly cut hair, and caused an abrasion to the skin of the patient.